Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment for a thoracic descending aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system devices. On an unspecified date, a follow-up exam revealed a proximal type I endoleak, a type ii endoleak from the bronchial artery, and aneurysm enlargement. On (B)(6) 2025, a reintervention was performed for the proximal type I endoleak. A left common carotid artery to left subclavian artery bypass was created. Then, two gore® tag® conformable thoracic stent graft with active control system devices were deployed proximal to the initially implanted gore® tag® conformable thoracic stent graft with active control system. After device implantation, angiography did not observe the proximal type I endoleak, but a suspected very slow type ii endoleak from the bronchial artery was observed. No additional treatment for the type ii endoleak was performed. The patient tolerated the procedure.